Event description:
Pt was undergoing hip replacement for repair of fractured hip. Pt was doing well until the impaction of the bone cement (methyl methacrylate). Within about a minute, the pt became bradycardic, hypotensive, and went into asystole. Could not be resuscitated.